Event description:
It was reported the infusion device was "dead" in the morning. The pt's blood glucose was elevated to 400 mg/dl. The pt removed the battery and put the same battery back in the infusion device and it started up normally. The infusion device has not displayed any error or alert messages. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and was requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united stated. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.